Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During valve deployment, the 23mm commander delivery system was fully inflated when the balloon burst. The device was prepped with 17cc. There were no difficulties removing the devices and there was no patient injury. The physician used a 23mm z-med ii for post bav. There was no pvl or central leak at the end of the case.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for balloon burst was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, -during valve deployment, the 23mm commander delivery system was fully inflated, and a balloon burst occurred. The device was prepped with 17cc. There were no difficulties removing the devices and there was no patient injury.- additionally, case notes describe -severe aortic stenosis contained to the leaflets. Calcium not present in the lvot and stj-. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although calcium was specified to not be present in the lvot and stj, it is possible that the severe aortic stenosis contained to the leaflets was caused by buildup of calcium. However, due to limited information, a definitive root cause was unable to be determined at this time. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.